Manufacturer narrative:
Returned device was received with the top case was chipped and cracked. Evidence of reported problem in event log was found. Inspection on damaged top case. Could not repeat primary audible alarm post after multiple flow and occlusion tests. During the evaluation of the device the customer reported condition was confirmed, there was damaged top case and no on primary audible alarm post and bad pcb board. Problem source is unknown. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
It was reported that smiths medical, pump, medfusion 4000, had system failure/ cracked top casing/ bad pcb board. No adverse patient effects were reported.